Manufacturer narrative:
On december 22, 2023, mentor received the following additional information. It was indicated that the patient had a ruptured right breast implant using x-ray imaging. Additionally, surgery to convert the implants to the sub-muscular position was planned. The patient underwent unilateral breast implant removal and replacement with a right-sided 475cc mentor memorygel breast implant. As per the additional information, another file was generated to document the event. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2024-00660 for the contralateral event. On january 16, 2024, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time.  When the investigational analysis has been completed, a supplemental report will be submitted. On january 17, 2024, mentor became aware incorrect information was inadvertently submitted in the initial report. The date of event provided preceded the date of implantation. The date has been updated to july 17, 2023, as the event was said to have occurred in july but could not have occurred prior to the implantation of the suspect medical device. Reason for device explant and/or reoperation: rupture manufacturer¿s reference number: (B)(4) in the initial, b3 date of event should have been reported as july 17, 2023, as the event was said to have occurred in july but could not have occurred prior to the implantation of the suspect medical device.

Manufacturer narrative:
On january 19, 2024, mentor completed an evaluation on the returned device. Mentor conducted visual inspection and leak testing of the device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and no areas of gel exposure were detected during the analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable gel exposure. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture. Date of explantation: (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision surgery with implantation of a 475cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with baker grade IV capsular contracture of the right breast during an in-office visit with a medical professional. As a result, the patient is scheduled for breast implant removal on (B)(6) 2023.